Event description:
It was reported that patient had loose painful femoral component. Surgeon revised the right femoral component. Triathlon ts was used. Surgeon said revision not related to implants.

Event description:
It was reported that patient had loose painful femoral component. Surgeon revised the right femoral component. Triathlon ts was used. Surgeon said revision not related to implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding femoral component loosening involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed.